Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. Additionally, the treatment appears to be related to the operational context of the procedure.

Event description:
It was reported the procedure was to treat a lesion with heavy tortuosity and heavy calcification in the mid/distal right coronary artery (rca). The xience alpine was advanced but had resistance at the target lesion; therefore, the device was withdrawn from the patients anatomy and it was noted the stent had dislodged in the heavy calcification. A non-abbott non-compliant balloon was advanced and was able to deploy the dislodged stent at the target lesion successfully. There was no adverse patient sequela and no clinically significant delay in the procedure. No additional information was provided.